Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia below the implantable pulse generator (ipg) lower rate and torsades de pointes. It was further reported that the right ventricular (rv) lead exhibited no capture, polarity switch, high undefined impedance, oversensing and a lead fracture. The ipg and rv lead were explanted and replaced. No further patient complications have been reported as a result of this event.